Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 5076-45 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually increased impedance and now alerted for out of range measurement above the impedance limit. High threshold was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead exhibited an apparent fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.